Event description:
The customer's mother reported via phone call that the patient had high blood glucose but not hospitalized. Customer's blood glucose was 431 mg/dl. The customer stated that they were experiencing symptoms of grouchy. Customer was attempted to treat with insulin pump. The customer is unable to complete troubleshooting, mother wants to take insulin pump apart and use the insulin to give patient a manual injection. The mother stated that her concern is not the device its the set/site.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.